Event description:
An aneurx stent graft system was successfully implanted into a patient for the emergent endovascular treatment of a contained rupture abdominal aortic aneurysm. Vessel and aneurysm morphology were not reported. It was reported that the patient presented with a contained rupture during the implantation of the stent graft, the aneurysm ruptured completely. The aneurx bifurcated stent graft was implanted; however, the aneurysm ruptured and due to the loss of blood, the patient expired. The patient was not a candidate for open surgical repair. The devices are not returning for evaluation.

Manufacturer narrative:
Evaluation results: (death). (Presented with a ruptured abdominal aortic aneurysm). (Presented with a ruptured abdominal aortic aneurysm prior to stent graft implant).